Event description:
It was reported that the device was replaced due to elective replacement indicator (eri). The battery longevity was less than expected. The device was removed and a new device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. The device lasted 70% of expected longevity. The reported condition was confirmed by the returned product analysis laboratory (rpa). Pal analysis confirmed low battery voltage at 2.61v. Visual and x-ray inspections revealed no anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the returned device was inconclusive. Hybrid analysis confirmed the low battery voltage. When the device was powered by an external supply, it was fully functional with nominal system current drain. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined. No hybrid anomalies were observed. The hybrid passed the built in self-test (bist) and diagnostic system testing which included physical external and internal random access memory. No current drain spikes were observed. Battery analysis revealed no internal short occurred in the battery. If information is provided in the future, a supplemental report will be issued.